Event description:
It was reported that a patient was walking out of "(B)(6)" when she felt a "very strong surge of stimulation." It was also stated that the patient "left (B)(6), was at a red light, and felt a very strong feeling of a jolt from the top of her neck down to her toes, and all over her body." It was noted that stimulation was off at the time and it resolved over the next 20-25 minutes. It was reported that the patient has had the device on and off "several times" since the incident without reoccurrence. The incident made the patient "sore" all over and especially around her thoracic surgical incision. It was stated that the stimulation of the patient's painful area was still effective.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).